Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On the day of implant there was noted to be increased "smoke" in the left atrium on transesophageal echo (tee). The patient was discharged to home on pradaxa only and was compliant with his medication until the 45-day follow-up tee on (B)(6) 2020. At that time the patient was taken off their pradaxa and put only on plavix. A repeat tee performed on (B)(6) 2021 found a device related thrombus on top of the device. The patient was immediately started on eliquis 5mg twice a day. The patient is doing fine and to date has had no clinical event. The patient will continue to monitored. It was further reported that the thrombus on (B)(6) 2021 was classified as worsened. The patient has melanoma which may have made them likely to be hypercoagulable. The mobile thrombus was located on the threaded insert of the device with a pedunculated morphology. The 45-day tee was within normal limits. Dabigatran was used prior to implant and was interrupted for 48 hours prior to device placement.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On the day of implant there was noted to be increased "smoke" in the left atrium on transesophageal echo (tee). The patient was discharged to home on pradaxa only and was compliant with his medication until the 45-day follow-up tee on (B)(6) 2020. At that time the patient was taken off their pradaxa and put only on plavix. A repeat tee performed on (B)(6) 2021 found a device related thrombus on top of the device. The patient was immediately started on eliquis 5mg twice a day. The patient is doing fine and to date has had no clinical event. The patient will continue to monitored.